Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician decided to open the pocked because he believed that it was too small. The pocket was cleaned and made bigger. The rv pacing threshold was slightly inconsistent. The physician made programming changes. All the other electrical values were normal. The patient was in good condition.